Event description:
It was reported that the lead insulation was accidentally nicked by the surgeon during the close of the procedure. It was noted that all impedances were checked and were within the normal range. It was noted that the manufacturer¿s adhesive was applied to the affected insulation and the insulation was sealed by the adhesive. It was noted there was no alleged product issue and no further action was required. It was noted that the lead remained in service. It was noted that the patient was alive with no injury and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va08kln, implanted: 2013-(B)(6), product type lead product ID 3387s-40, lot# va08kln, product type lead product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).